Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic with episodes of non-sustained rv oversensing. Post-paced t-wave oversensing was noted on the ventricular lead on a stored egm. The patient did not receive therapy during the oversensing. Programming changes were made. The patient was stable.